Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. The insulin pump has cracked case at the display window corners, display window and with minor scratched lcd window.

Event description:
The customer reported via phone call that she had a failed battery test when she inserted a new battery into the pump. Customer's blood glucose was 91 mg/dl. Customer stated that she removed the battery to prevent an accidental bolus delivery of 20.0 units. Customer was unable to continue troubleshooting due to the set bolus not clearing from the pump screen. Shortly after changing the battery, the customer received a button error alarm. Customer stated that she removed the reservoir and battery from the pump because she was scared of an accidental bolus delivery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.